Event description:
It was reported that the bd posiflush¿ prefilled normal saline flush syringe with pump compatability plunger was difficult to move. The following was received from the initial reporter: when I attempted to hand push the air out of the affected syringe, it was extremely difficult and caused the saline to shoot out of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: it was reported it was extremely difficult to hand push the air out of the syringe. To aid in the investigation, nine samples, with no packaging flow wrap or tip caps, were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306547, lot 3226386. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3214828. D4. Medical device expiration date: 31jul2026. H4. Device manufacture date: 02aug2023. D4. Medical device lot #: 3226386. D4. Medical device expiration date: 31jul2026. H4. Device manufacture date: 14aug2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ prefilled normal saline flush syringe with pump compatability plunger was difficult to move. The following was received from the initial reporter: when I attempted to hand push the air out of the affected syringe, it was extremely difficult and caused the saline to shoot out of the syringe.